Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 130 to 160mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined during call. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is the week of (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 130 to 160mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined during call. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is the week of (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.